Event description:
It was not possible to advance the introduction system over the wire guide. During an esophageal stent implantation procedure, the physician used a cook endoscopy esophageal z-stent with dual anti-reflux valve. The wire guide was advanced orally under endoscopic guidance. When attempting to advance the introduction system over the wire guide and into the pt, the introduction system would not pass over the wire guide. A kink in the introduction system prevented wire guide advancement. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Our evaluation confirmed the report of wire guide advancement difficulty. The stent has been loaded and was returned inside the introduction system. Using a savary-gilliard wire guide from our shelf stock we were unable to advance the introduction system over the wire guide. The wire guide advanced approx 36cm from the distal end of the introduction system, but would not proceed. The outer tubing of the introduction system was removed and the inner guiding catheter tubing exhibited a kink 36cm from the distal end. This kink is causing the wire guide advancement difficulties. The outer tubing on the introduction system appears rippled/buckled near the distal end. This may have occurred during the stent loading process, possibly contributing to the kink in the inner guiding catheter. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for this product line advise the user to inspect the device for kinks, bends or breaks prior to use. The instructions direct the user not to use the product if any abnormality is detected that would prohibit proper working condition. Kinks in the introduction system can occur if the device experiences added pressure during use and/or general handling. Prior to distribution, all esophageal z-stents with dual anti-reflux valve are subjected to a visual and functional inspection to ensure device integrity. This includes inspecting for kinks and advancing a wire guide through the introducer. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. Customer quality assurance will continue to monitor for complaint trends.